Manufacturer narrative:
Sam 500p device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states. Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
A customer contacted stryker to report that the voice prompts transitioned straight from adult patient to analyzing heart rhythm when powered on. As a result, defibrillation therapy may not be available, if needed. There was no patient use associated with the reported event.